Event description:
Patient called in to report that during boot up the monitor alerted "call the assure helpline, your device needs service." Customer care troubleshooted by rebooting the wcd system but was not able to resolve the issue. There was no patient injury or adverse event. However, the inability to reboot the system indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection. Kmt engineering evaluated the returned therapy cable and observed tiny crack on cable jacket near the plug to the monitor. Shorting of cable wire to shield was reproduced by bending the therapy cable at the crack location. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to monitor and trend for failure modes.